Event description:
It was reported that on june 20, a biopsy procedure was performed with an atec device, and due to the breast thickness, and the dead space/aperture length, the customer entered the breast, and the needle tip came out the back side of the breast. The physician completed the procedure, but the needle went through the breast. No additional procedures, medications, or treatment required for the patient. No additional information available.

Manufacturer narrative:
Device identifier: (B)(4). D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.